Event description:
The lay user / pt contacted lifescan ( lfs) in may 2006 alleging that she was unable to obtain a reading on her one touch ultra meter because the meter goes into the memory and did not show an apply sample icon. A medical affairs spec. (Mas) mailed a letter since the user could not be reached to further clinical information. On an unspecified date and time the pt was depressed, felt heavy, lethargic and was tired. She tried to test on her ultra meter and the meter went into the memory; therefore, the pt was unable to test. She went to the physician's office where her blood glucose was high (no information on what the reading was) and was treated with "dast0acting" insulin. Customer care advocate (cca) was able to resolve the issue with the pt and sent the pt a replacement meter. No further clinical information was provided. It would have been helful to know the pt's diabetes regimen, readings prior to the incident, reading on the physician's meter and how many days the pt was unable to test on her meter. The complaint is being reported because the pt was unable to test on her meter when she experienced symptoms and was treated with insulin by a medical professional.